Event description:
It was reported that "???", "no readings", "sensor error", "wait up to 3 hours", or hour glass for over 1 hour occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced loss of consciousness and the patient´s partner saw the sensor error during the night. The patient´s wife called emergency services. The blood glucose was under 17 mg/dl and the patient was treated with glucose injection. During the event the patient experienced also rib pain. At the time of the report the patient was totally recovered. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.